Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
(B)(4). Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show the lot released with no recorded anomaly or deviation. Reference mw5067865 which was already submitted. Multiple MDR reports were filed for this event, please see associated reports: 1825034-2017-01278, 1825034-2017-01279, 1825034-2017-01280, 1825034-2017-01281.

Event description:
It was reported patient underwent left hip revision procedure approximately seven years post-implantation due to increased pain. It was further reported the patient had no recent injury or trauma. The patient was reported to have limitations with adls, mobility and ambulation, and required use of assistive devices.

Manufacturer narrative:
(B)(4). Medical products: m2a-magnum modular head pn 157444/ ln 700730. M2a-magnum pf cup pn us157850/ ln 107270. Taperloc porous femoral stem pn 103203 / ln 436980. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required as no were trends identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.